Manufacturer narrative:
No sample was returned for evaluation. The device history record was reviewed for the serial number provided and no non-conformances were noted that could have caused or contributed to the reported event. The instructions for use states "to assure deflation of the balloons, transect the protruding end of the tube before removing it." (B)(4).